Event description:
A patient had an IV started using the chloraprep to prep the skin. According to nurses caring for the patient, almost immediately after the IV was cannulated the patient developed symptoms of an allergic reaction that includes tongue swelling, ear and face red and swollen, then hives with itching. The patient was treated with benadryl and decadron. Solumedrol was also given. Additional follow-up reveals: it is assumed by the physician that started the IV and the ER physician that the allergic reaction was to the chloraprep. Facility had one other patient last year that had a similiar reaction. However, that patient was given some medication between the time of the IV start to the time of the reaction. In this case, the reaction was immediate. It was 10 to 15 minutes after the IV was started and it began like head congestion. The patient said it was like their ears needed to be popped. Facility is planning on testing the patient for an allergy to chlorhexidine. However, facility is having trouble finding a physician capable of testing for chlorohexidine. The chloraprep was part of a kit. The only medication given to the patient prior to the IV was pepto-bismol. The patient did not have an extended hospital stay. It was an out-patient procedure.